Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, there was noise and no capture for the right ventricular (rv) lead. The boston scientific sales representative noted that the patient is pacemaker dependent and the physician was in a rush to finish the procedure. Upon further investigation, it was discovered that the rv lead was not fully inserted into the device header. The issue was resolved prior to pocket closure as the physician resecured the lead and all measurements were within normal range. The patient did not experience any asystole as a temporary pacing wire was in place for the procedure. The device and lead remain in service. No adverse patient effects were reported.